Manufacturer narrative:
The suspected short to sheild was reported under medwatch MFR report# 2916596-2016-02464. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 9 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented with dyspnea on exertion and a cough. System controller history interrogation revealed driveline disconnect alarms. The patient has a history of suspected short to shield of the driveline. The patient has been maintained on batteries 24/7. A log file was reviewed by the technical service representative and a pump stoppage event was captured. Submitted x-rays were unremarkable. On (B)(6) 2017, the technical service representatives arrived on site and performed a continuity test which did not indicate any broken wires. Approximately 17 inches of the external percutaneous lead (driveline) was replaced. No additional information was provided.

Manufacturer narrative:
The reported pump stoppages were confirmed per the evaluation of the submitted system controller log file. However, the returned portion of the percutaneous lead could not be related to the identified pump stoppages, as no wire damage was identified. A section of the left ventricular assist system (lvas) percutaneous lead, approximately 16 inches long from the connector, was returned for evaluation. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Minor breakdown of the metal shielding was identified at ~2.5 inches from the metal connector. Visual inspection of the wires found no fractures or breaches. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue, however, the entire driveline was not returned. The patient was placed on a grounded patient cable and no further issues were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.